Event description:
Customer alleges the bolt that attaches the boom to the mast broke. Warranty order #(B)(4). No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model roze, serial number/date code (B)(4) is approximately 1 year 1 month old. The owner's manual part number 1150703 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions, then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer stated that the bolt that attached the boom to the mast broke. This lift is used in a nursing home and utilized by multiple staff and residents. Warranty quote #(B)(4) has been issued. No injury.